Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the moderately calcified anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking and the reported difficult or delayed activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right external iliac artery with moderate calcification and no tortuosity. The 8x40 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was started however the physician had a difficult time rolling the thumbwheel due to significant resistance. The stent was able to be deployed despite the significant resistance in the thumbwheel. There were no adverse patient effects, no clinically significant delay in the procedure. No additional information was provided.